Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no evidence of arcing during procedure. A review of the advanced failure analysis investigation for the vessel sealer extend (vse) instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure analysis engineer. The following additional information was provided: only long audible tones (unsuccessful seal) were heard during testing. This failure would result in insufficient/no seal since the vse instrument was failing continuity.

Event description:
It was reported that during a da vinci-assisted transverse colectomy surgical procedure, an error message appeared stating that the seal could not be performed when the surgeon tried cut the seal with the vessel sealer extend (vse). The site cleaned the vse instrument jaws and tried again, but the issue was not resolved. The site used a backup vse instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed on an in-house system, and the reported failure was confirmed. The instrument passed recognition and engagement. The instrument failed sealing in multiple attempts. No error message populated when attempting to seal. There were no errors reported in the logs. An inspection of the housing did not reveal a loose grip cable, and a review of logs did not reveal any low torque errors that could potentially explain a sealing malfunction. Further investigation found the instrument failed continuity test for one of the jaws. An x-ray inspection of the jaws revealed a break in the conductor wire at weld of one of the jaws, which explained why the instrument failed sealing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.